Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced upset stomach, stomach pain and trouble breathing while performing pd therapy on the homechoice device. The cause of the events was not reported. The patient was taken to the hospital for the events. It was not reported if the patient was hospitalized for the events. Treatment for the events was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.